Event description:
Additional information indicated that a surgical intervention occured wherein a new lead was added and ipg was electively replaced. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event and therapy date are estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report. Unable to know which lead had high impedance and both reported as high.

Event description:
Manufacturer report number: 1627487-2020-31069. It was reported patient experienced ineffective therapy since (B)(6) 2020. Programming was unable to solve the issue and was found out that one lead had high impedances. Surgical intervention is expected to address the issue.